Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was see on (B)(6) 2015 for increased incontinence a few weeks prior to the appointment. The patient was reprogrammed on program 2, left voltage at 1.9v and the issue was resolved. Following this appointment, the patient had to turn the implantable neurostimulator (ins) off for back surgery, but then turned stimulation back on afterwards and was doing well. The patient was seen on (B)(6) 2016 for increased incontinence that started recently two weeks prior to the appointment. The patient had only one program and others were "wiped out" out it was unknown why exactly the patient only had one program. Impedances were taken at the (B)(6) 2016 appointment and looked fine. At the appointment the voltage was increased from 3.0v to 3.2v and the patient was feeling stimulation in the appropriate area and had not been seen since then. The patient had no falls or trauma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.